Event description:
Customer alleged the bed will not give off an alarm when the brake is not set and will not alarm when the bed exit is set and weight is removed from the bed.

Manufacturer narrative:
Hill-rom tech support recommended the customer disconnect the left ucm cable to see if this will set off the alarm. The customer was going to call back with the results, however, no other info was obtained. Hill-rom has attempted follow-up, however, the customer has not responded.